Event description:
On (B)(6) 2012, pt reported experiencing severe hyperglycemia. Pt stated she believes her infusion device is not delivering the right amount of insulin. Pt reported going to the emergency room yesterday and was admitted for severe hyperglycemia. Pt stated she was at the hospital for 10 hours and was treated with an insulin drip. Pt reported her blood glucose level was 25-30 mmol/l (450-540 mg/dl). Pt's normal blood glucose range is 5-8 mmol/l (90-144 mg/dl). Pt stated prior to going to the hospital, she attempted to treat herself by administering a temporary basal rate (tbr) of 200% and correction boluses. Pt reported she gave herself over 40.0 units of correction boluses and it not bring her blood glucose level down. Pt stated the issue was been occurring on and off for a few weeks and she was not receiving any error messages on the infusion device. Pt reported sometimes the infusion set tubing primes okay and other times when she primes it, it will bubble or foam at the tip of the tubing. Pt stated this occurs with all different types of infusion sets. Pt has never changed the infusion adapter. Advised on adapter changes. Pt reported she had a fever at first and thought that might have contributed to the elevated blood glucose levels but when she went to the hospital, they did a full blood work up on her and determined she didn't have an infection or fever that would have attributed to the elevated blood glucose levels. Pt does not have a backup infusion device and will go on injections. Product was replaced and requested return of the alleged infusion device and infusion set for evaluation.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The alarm functions of the insulin pump were tested within the alarm function test on the diagnostic test system and meet the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. All errors and alerts are triggered correctly by the pump. Nothing unusual was found in the pump history. The adapter passed the optical inspection. A visual inspection and tests for flow and leak were performed on the returned used infusion set and cartridge. All test results were within specifications.